Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Upon reloading the cartridge a minimum fill notification occurred with an unknown amount of insulin. Customer's blood glucose was 185 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.